Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number dyatad016 showed no other similar product complaint(s) from this serial number.

Event description:
It was reported: when the device is plugged in, it seems to work fine and the battery charges up to 100%. But once device is unplugged and should switch to battery power, the screen becomes black after a bit (less than 2 minutes). This reportedly happens without warning or without a normal switch off procedure. User reports not knowing if the device is switched off or in a "sleep mode." Turning on the device only works when the device is plugged into power again, battery indicator reportedly still shows a fully charged battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation/servicing. During evaluation, the reported issue of the system's display going blank during use was confirmed. The root cause of the failure was identified as a faulty battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported: when the device is plugged in, it seems to work fine and the battery charges up to 100%. But once device is unplugged and should switch to battery power, the screen becomes black after a bit (less than 2 minutes). This reportedly happens without warning or without a normal switch off procedure. User reports not knowing if the device is switched off or in a "sleep mode." Turning on the device only works when the device is plugged into power again, battery indicator reportedly still shows a fully charged battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation/servicing. During evaluation, the reported issue of the system's display going blank during use was confirmed. The root cause of the failure was identified as a faulty battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested, and returned to the customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.

Event description:
It was reported: when the device is plugged in, it seems to work fine and the battery charges up to 100%. But once device is unplugged and should switch to battery power, the screen becomes black after a bit (less than 2 minutes). This reportedly happens without warning or without a normal switch off procedure. User reports not knowing if the device is switched off or in a "sleep mode." Turning on the device only works when the device is plugged into power again, battery indicator reportedly still shows a fully charged battery.